Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported that a patient's chest was reopened for treatment of tamponade. The patient remained intubated and spiked a fever overnight. Cultures were sent for possible pneumonia. The patient remained on p5 and not increasing due to right ventricle failure. Pulmonary artery pulsatility index was 1.67 and creatinine was 4.82. Continuous renal replacement therapy was started.

Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Infection: the root cause of the injuries were not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, it was identified that the section d catalog number requires further correction. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.